Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and the cause cannot be determined. A device history review could not be completed due to the unknown lot number. Additional contact person from ufmw ¿ (B)(6); phone number (B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer report# (B)(4)) was received which stated that "spiros was wet and liquid appeared to still be getting on registered nurse's glove after being unhooked when system should have been closed and unable to leak". The event involved a spiros®, closed male luer w/red cap, 10 units. The intended original procedure was chemotherapy administration and it occurred at an outpatient treatment facility. The approximate age of the device is one day. There was patient involvement, however, no harm was reported as a consequence of this event.